Event description:
It was reported the system displayed unrecognizable images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several contacts were cleaned. The system was then found to be operating as intended.